Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this occurred during a ventriculoperitoneal (vp) shunt procedure. There was no delay and no impact on patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received. It was reported the issue occurred intraoperatively.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735795, serial/lot #: (B)(6), ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned monitor. It had good display and the touch functioned normally. However, the audio was distorted for the hdmi only. Otherwise, it functioned as expected. H6: b01, c04 and d02 apply to the system checkout and concomitant product ID 9735795. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the video went out on the main cart during a case. The site had passed patient registration, and the main cart monitor started displaying "no video detected". The camera cart monitor was fine, and they were able to continue with the case. The representative confirmed that the hdmi connection was loose and that appeared to be causing the loss of video signal. The representative reported that the cable connecting to the port feels like a solid connection, but the port feels loose within the monitor casing. There was no patient involvement reported.